Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels "badly" and symptoms of anxiety due to electromagnetic interference with their implantable pulse generator (ipg) device. The telemetry on the device has been turned off and future reprogramming of the device has been planned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels "badly" and symptoms of anxiety due to electromagnetic interference with their implantable pulse generator (ipg) device. The telemetry on the device has been turned off and future reprogramming of the device has been planned. The device remains in use. No further patient complications have been reported as a result of this event.